Event description:
It was reported that a participant in the ilet experience study experienced a nighttime low blood glucose event, describing a ¿crash¿ with glucose reaching 58 mg/dl, with no alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included a follow-up plan to obtain additional information from the participant, including blood glucose questionnaire details. Investigation of this case revealed insufficient information to link the event to a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.